Manufacturer narrative:
The employee sought medical treatment for the reported injury and has returned to normal work duties. It is unknown why the cycle had been aborted. A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with the unit. The unit did not malfunction and no additional issues have been reported. Section 6 of the operator manual for the v-pro 1 plus sterilizer states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Additionally section 1 states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Steris will offer in-service training about wearing proper ppe while operating the v-pro 1 sterilizer.

Event description:
The user facility reported that an employee sustained a burn while unloading a v-pro 1 plus sterilizer after an aborted cycle. The employee was not wearing ppe at the time of the reported event.